Event description:
The customer reported that during a case they heard a bang in the machine room, the system went dead and would not power up again. There was no power output from the power tray. No pt, user or bystander was harmed.

Manufacturer narrative:
(B)(4): eval method, result and conclusion - investigation is still ongoing on this event. When investigation is completed a f/u report will be sent to the FDA.